Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor was displaying a wrench code 37 (multiple abnormal shutdowns). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (wrench code 37) has been confirmed. Upon evaluation the monitor was abnormally shutting down. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.